Manufacturer narrative:
(B)(4) the dexcom g4 cgm system mentioned is being reported under MFR 3004753838-2016-25341.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on both their receiver and insulin pump on (B)(6) 2015. No injury or medical intervention was reported.